Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir and catheter had air bubble. The customer¿s blood glucose was 150 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles, during therapy after insulin pump had dropped. The customer states the size of air bubble was not air bubbles soda pop or champagne size. Customer states they allow for insulin to warm to room temperature prior to filling reservoir. The device will not be returned for analysis.